Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000089-2007-00232, 6000093-2007-00349. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, there was a blood clot. The pt reported that during the original procedure, where a 3.00x32mm taxus express2 drug eluting stent was implanted, "they had a tremendously hard time getting the stent in. He claims to have had a heart attack and chest heaviness for a few days. He had a lot of chest pain; and it would clog up and they gave him blood thinners and then, he'd be okay. One year post the initial procedure, he was airlifted to a heart hosp and they used clot busters. Cardiac cath following this was normal. He stopped using plavix 3 or 4 months before the clot busting drug. Then in 2006, he had "3 more episodes of blood clots, but the dr couldn't find them". Four months later, he had a heart atack and had 2 more taxus express2, sizes unknown, stents placed. He has been hosptalized several times with 5-6 ambulance trips per yr. He currently takes aspirin or alcohol when he feels chest pain instead of running to the hosp and is now on xanax." No additional info is available.